Event description:
Pt implanted in upper and lower vermilion borders on 6/2000. Onset of delayed healing and granuloma on 6/2000. Debridement performed 13 days later. Area excised and curetted on 7 days later. Area incised and trimmed on 9 days later. Pt treated with bacitracim and peroxide on 6/30, with keflex in 7/2000, and with cipro in 7/2000 and 9/2000. Implant was explanted in 10/2000.